Event description:
It was reported that the patient was admitted with syncope and became asystolic with magnet application. Temporary pacing was initiated to support the patient. No output and telemetry difficulty were also reported. The device was explanted and replaced. No further patient complications have been reported as a result of this event.